Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The device had a charge button failure during operational check. No reports of patient involvement.